Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being confused that blood glucose reading was 581 mg/dl and then re-checked and blood glucose was 85 mg/dl. Customer believed that meter was malfunctioning. Customer's blood glucose was 96 mg/dl and tested again right away at 121 mg/dl. Customer was advised to contact healthcare professional regarding issue.